Manufacturer narrative:
The reported issue was confirmed. The device was evaluated upon receipt. It was confirmed that the circulation pump performed intermittently and was replaced during the pm in an arctic sun device. The circulation pump was replaced during the pm. The pm procedure was performed. The mixing pump, heater and drain valves replaced / cleaning, inspection performed. Functional check completed, water replaced, calibration passed, etk, mtk. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. Corrections made to tab(s) d, f, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per wo evaluation circulation pump performed intermittently and was replaced during the pm in an arctic sun device.

Manufacturer narrative:
Initial reporter phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per wo evaluation circulation pump performed intermittently and was replaced during the pm in an arctic sun device.